Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported condition of an inoperative keypad button was confirmed during product evaluation. The assignable cause was the keypad connection. Should additional information become available, a follow-up medwatch will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The technical service officer reported a flogard infusion pump where a button on the keypad is inoperative. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Event description:
The technical service officer reported a colleague infusion pump where a button on the keypad is inoperative. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.